Event description:
Surgeon was using the infinity handpiece on od for cataract surgery. When surgeon stepped on the foot pedal to use the ultrasound component of the device, numerous minute pieces of debris came out of the handpiece and into the eye. Pieces resembled flakes of glitter. Surgeon removed all of the pieces of debris using suction. Patient tolerated the procedure well and had no adverse effects. (B)(4).